Event description:
The customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The sample was repeated on the same atellica im analyzer, and the results were elevated as well. The sample was tested on an alternate method and the result was lower and within the reference range. The sample was repeated on a second alternate method and the result was lower than the atellica im tnih results. The initial result was reported to physician(s), who questioned the result. There are no reports that treatment was altered or prescribed or adverse consequences due to the discordant elevated atellica im tnih results.

Manufacturer narrative:
An outside the united states customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The sample was repeated on the same atellica im analyzer, and the results were elevated as well. The sample was tested on an alternate method and the result was lower and within the reference range. The sample was repeated on a second alternate method and the result was lower than the atellica im tnih results. The sample was centrifuged for 10 min@ 3000g and 15-25 degree celsius. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. Qc was in range at the time the sample was run and the patient sample results were reproducible: atellica im initial result 206 ng/l (99th% female serum = 38.64 ng/l; male serum = 53.53 ng/l), repeated in duplicate (205 ng/l and 208 ng/l, after centrifugation - 204 ng/l and 205 ng/l). This indicates a sample/patient specific incident. The customer also had the specimen run on an alternate method which resulted 27.6892 ng/l which is also above the reference interval (alternate method reference interval: female 10ng/l; male 20ng/l). No sample was available to be sent to siemens for further investigation. The atellica im tnih method is a high sensitivity troponin I method vs the alternate method which is a point of care conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and alternate method will have similar results. The interpretation of results section of the atellica im tnih instructions for use states (IFU): "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." As per the atellica im tnih instructions for use (IFU): "there are conditions other than ami that are known to cause myocardial injury and elevated ctni values." No potential product issue is observed. The customer is operational. MDR 1219913-2022-00453 was filed for different date of event.